Manufacturer narrative:
A bec field service engineer (fse) was dispatched (B)(4) 2012 and performed service on the instrument. The fse determined debris in the vacuum line caused overflow in the blade wash. The debris was cleared and no further problems observed. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) reporting that they found fluid at the bottom of their sample racks while running their unicel dxc 600 pro synchron chemistry analyzer. The customer also found 5 samples where tube labels were noticeably wet at the bottom of the tube or insert; these racks were found in the offload tray. The customer determined the source of the leak was the cap piercer. The leak was contained to the instrument. The customer was wearing personal protective equipment (ppe) during this event; consisting of safety glasses, gloves, and lab coat. No erroneous results were generated. No injuries were sustained by any lab personnel.